Event description:
The account generated false positive architect stat troponin-I on a patient sample that repeated negative. On (B)(6) 2022, sid (B)(6) generated positive architect stat troponin-I of 0.273 ng/ml that repeated negative of 0.024 ng/ml. The account uses a negative reference of <0.034 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Labeling was reviewed and found to adequately address the complaint issue. A ticket search for lot 88618un21 did not identify an increased complaint activity related to the complaint issue. A review of ticket trending data for the architect stat troponin-I was performed. No adverse trends were identified related to the patient results. Historical performance of the lot 88618un21 was reviewed which was evaluated using world wide data for the troponin-I assay. The patient median data and calibration mean were analyzed and compared to an established control limit. This evaluation indicated that the data are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 88618un21 and no retained file sample analysis was performed. Device history record review was performed on lot 88618un21, which did not show any related potential non-conformance, deviations, or non-conformances. The statistical evaluation indicates the assay performs per specification. No product deficiency was identified.